Event description:
It was reported that the right atrial lead exhibited low impedance. The lead was capped and replaced during routine device change out procedure. The patient was fine post procedure.